Event description:
The adverse event occurred during atrial fibrillation ablation. During transeptal punction (with the help of fluoroscopy, without the use of a transesophageal ultrasound), the needle and the sheath pierced the aorta. The needle and the sheath used were competing products: brk and swartz. A decanav f was placed in coronary sinus. The patient had a heart failure and had a cardiac surgery to aspirate blood from pericardial effusion and to close the hole in the aorta. The patient left the operating room in a stable condition and went to the intensive care unit. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/outcome/consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Heart failure. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5156254.